Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the insulin pump had no delivery alarm. Customer blood glucose reading was unknown. Customer reported to have tried all remedies with no resolution. Troubleshooting was not performed. Insulin pump will not be returning for analysis.

Manufacturer narrative:
Device passed the displacement test, basic occlusion test, occlusion test, prime or a33 test, rewind test and excessive no delivery test. No excessive no delivery alarm noted during the testing. (B)(4).